Event description:
After obtaining a negative (-) urine hcg result on icon 25 test kit, an intrauterine contraceptive device was placed on a patient in 2009. Patient started experiencing minimal bleeding for approximately 2 weeks after placement and reported nausea to the primary care physician. Patient had a serum test performed the following month, and a result of 66, 901miu/ml was obtained. No injury has been reported in connection with this event.

Manufacturer narrative:
Urine sample was not first morning void. The specimen was collected at 11:28 am. Patient sample was not submitted to bci for verification. Retain devices performed as expected when tested by bci using controls and positive (67,700miu) clinical urine samples. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.